Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the hemostatic valves separated. It was reported by the caller that they had two (2) carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small that had leaking valves. Changing to a 3rd sheath resolved the issue and the procedure was continued and subsequently completed. There was no patient consequence. Additional information received indicated the leaking occurred through the valves, the hemostatic valves did not break into pieces and did not become detached from the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small were being used on patients but no air entered the patient¿s body. Blood return was observed, about 50 ml blood loss, however hemodynamics was not compromised due to the bleeding. No medical intervention was required to stop the bleeding. Device evaluation details: the device evaluation has been completed. Device was inspected, and visual analysis revealed that hemostatic valve appears dislodged inside of hub. Brim cap and friction ring remain intact. Due the hemostatic valve was found dislodged the vizigo sheath had leaking in the valve. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment and in turn causing leaking. This finding of the hemostatic valve being dislodged inside the hub continues to be considered MDR reportable and consistent with the customer¿s reported issue. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. Customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related with the excessive force and handling of the device during the procedure; however, this cannot be conclusively determined. There is evidence that the device was manufactured in accordance with documented specification and procedures. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
An analysis was performed on the pictures that were provided by the customer. According to the pictures, it was observed that the hemostatic valve was detached from the hub and the friction ring of the device. No other damages or anomalies were observed. The customer complaint was confirmed. The product analysis was performed as appropriate in order to find the root cause of the complaint. Device evaluation summary was completed on 7/28/2020: the returned device was visually inspected and the visual analysis revealed that the hemostatic valve appeared dislodged inside of the hub. The brim cap and friction ring remained intact. Due to this condition, the vizigo sheath was occluded and unable to be advanced through the end of the sheath. A manufacturing record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the hemostatic valve dislodged cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the hemostatic valves separated. It was reported by the caller that they had two (2) carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small that had leaking valves. Changing to a 3rd sheath resolved the issue and the procedure was continued and subsequently completed. There was no patient consequence. Additional information received indicated the leaking occurred through the valves, the hemostatic valves did not break into pieces and did not become detached from the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small were being used on patients but no air entered the patient¿s body. Blood return was observed, about 50 ml blood loss, however hemodynamics was not compromised due to the bleeding. No medical intervention was required to stop the bleeding. The issue of hemostatic valve separation is considered an MDR reportable malfunction.